Event description:
It was reported that pt had severe pain since day one. Doctor did many tests for infection, which came back negative. Pt started seeing different doctor (B)(6). He also did tests which came back negative also, but he suspected bone infection. It was discovered that implant corroded in her. It was removed on (B)(6) and spacer was put in until (B)(6) 2012, when another implant was put in. Her left leg is still numb. Has suffered from c-diff (severe intestinal infection) and is still suffering from yeast infection all over her body.

Manufacturer narrative:
An eval of the reported device cannot be performed as it was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.